Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection cannot be conclusively determined. A log file from the time of the event was submitted. The log file captured an upward trend in pump power from the 5-6 watt range to the 7-8 watt range. Pump flow ranged from 4.6 lpm to elevations as high as 9.5 lpm. Avg. Pi ranged from 2.8-6.3, respectively. Specific causes for the changes in pump parameters and correlations to the patient¿s driveline infection cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Power changes are also addressed in the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 years and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a chronic driveline infection and was on suppression antibiotics on (B)(6) 2019. Per the account, the type of infection was pseudomonas, corynebacterium. The patient was prescribed intravenous (IV) and oral antibiotics. The account stated that the infection was not thought to be device related. No further information was provided.